Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. The item was previously returned for service on (B)(4) 2013 due to does not hold charge. A service request for this item was called in on (B)(4) 2013 for discharge fast and batteries don't last more than 5 minute. The previous service condition of does not hold charge is relevant to the current complained issue of discharge fast and batteries don't last more than 5 minute. Placeholder.

Event description:
Distributor in (B)(6) reported the small battery drive system discharges fast and the batteries do not last more than 5 minutes. The reported event occurred during a pediatric hip osteotomy. There was a 45 minute delay in the surgical procedure. Procedure was completed successfully without an medical intervention and without any reported injury to the patient. This report is 8 of 10 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the unit does not hold charge could not be confirmed. The device was tested and the complaint wasn't duplicated. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.